Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform the excessive no delivery alarm test due to prime anomaly. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.